Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had bacteremia accumulated in the device. There were no additional adverse patient effects reported. The pacemaker was explanted.